Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the customer in performing the reset. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issue reappeared.